Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep informed us concerning planned pinnacle revision as a breakage of pe inlay is suspected.

Manufacturer narrative:
The investigation identified that following patient revision, it was confirmed that the pe liner had not fractured and that the surgeon suspected that the inlay was not seated properly during initial surgery. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After revision it became obvious the inlay not to be broken. Surgeon is suspected inlay was not seated properly during initial surgery.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.